Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Primary investigator: (B)(6). Primary organization: (B)(6). Tracking #: (B)(4). 1) device type: g7 sensor lot #: 1522349582 participants ID: (B)(6) date problem occurred: (B)(6) 2024. How long participant had been wearing the device (if applicable): 7 days . Error code/alert display message on app (if applicable): device expiring in 24 hours. Brief description of problem: sensor expired after 7 days. 2) device type: g7 sensor lot #: 1522349582 participants ID: (B)(6) date problem occurred: (B)(6) 2024. How long participant had been wearing the device (if applicable): 7 days. Error code/alert display message on app (if applicable): device expiring in 24 hours. Brief description of problem: sensor expired after 7 days. 3) device type: g7 sensor lot #: 1522349582 participants ID: (B)(6) date problem occurred: (B)(6) 2024. How long participant had been wearing the device (if applicable): 7 days. Error code/alert display message on app (if applicable): device expiring in 24 hours . Brief description of problem: sensor expired after 7 days.